Event description:
It was reported that the povidone iodine swabsticks were not saturated enough. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿this preconnected closed system foley tray contains: ¿ bardex® i.c. Anti-infective foley catheter¿ ¿ statlock® foley stabilization device ¿ anti-microbial control-fit outlet device ¿ anti-reflux chamber ¿ bacteriostatic drainage tube ¿ bacteriostatic collection bag (2000 ml) ¿ 3 foam swabs ¿ povidone-iodine packet¿¿ ¿ peri-care kit ¿ soap towelettes ¿ hand sanitizer". Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the povidone iodine swabsticks were not saturated enough. No medical intervention was reported.